Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had no delivery alarms, motor error alarms, and the buttons were difficult to press. Blood glucose levels at the times of the incidents ranged from 290 to 496 mg/dl. Caller did not recall any significant events leading up to these issues. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Device function properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted during testing. The motor was tested outside to the device and passed. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. Pump received with minor scratched display window, cracked display window corner, cracked case at display window corners and cracked reservoir tube lip.